Event description:
It was reported that pump displayed malfunction alarm code malf 0 while customer had high blood glucose level of 17.1 mmol/l, with no notable events occurring beforehand. Customer addressed high blood glucose by giving correction bolus via pump after it was reset following malfunction, and there was no reported need for assistance from third party. Technical support provided pump reset instructions, helped reset pump, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction code recurred.